Event description:
It was reported that the user experienced recurrent nighttime hypoglycemia while using the ilet system and observed higher-than-expected insulin delivery at dinner following meal announcements, including one dinner dose of approximately 7.298 units; the underlying device problem and component were not defined due to insufficient information. Symptoms included hypoglycemia. Outcomes included the need for oral carbohydrate treatment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device component or confirm a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.